Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).h3: product ID: 97755, serial/lot #: (B)(6) was returned for product analysis. Analysis found the device got hot after running at the donut end. Also, that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was representative stated they can't get the implanted neurostimulator to charge. Representative stated the recharger cord is loose at the connection point. Patient has not reported any complaints of heat but it does not appear like it is working. Patient stated she has not been able to charge the implanted neurostimulator in months. When she tries to connect to charge she is seeing the passive recharge mode screen with 0 low and 0 high. No matter where she places the antenna the numbers do not change. An email was sent to the repair department to replace the rtm cord. Rep mentioned that pt battery door cover is too small for the larger batter model that pt has. No symptoms were reported.